Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading at the time of the event, and the meter bg reading was 65 mg/dl. As a result of the increased basal, customer's blood glucose (bg) level lowered that was displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address bg level. Reportedly, the customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.